Manufacturer narrative:
(B)(4). The device remains in use supporting the patient. A correlation between the device and the reported bleeding and stroke could not be conclusively determined. The instructions for use lists bleeding and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a drop in hemoglobin to 6.9g/dl on (B)(6) 2015. The patient was transfused with 1 unit of packed red blood cells. A wireless capsule endoscopy was done which revealed mild gastrointestinal bleeding (gi) at an unspecified site. The patient was on warfarin and plavix at the time of the event. No further treatment was rendered. The patient's hemoglobin stabilized and the bleeding resolved. However, the patient later experienced right-sided weakness and was confused, disoriented and mute. A CT scan revealed a small left sided frontal lobe infarction. The patient was also found to have a sub-therapeutic international normalized ratio of 1.6 which was attributed to the patient&#38112;recent gi bleeding event. No additional information was provided.